Event description:
Sudden back pain, lower back pain. Mainly right side, muscle spasms with steady increase over the summer along with chest pressure and tightness. Possible long term kidney damage on right side. Just diagnosed this summer.